Event description:
It has been reported that the procedure was being performed on a (B)(6) male pt in the stepdown unit. The pt had a history of heart disease, no previous malignancies, phlebitis or trauma. He was admitted with altered mental status. The catheter was placed into the pt right basilic. On (B)(6) 2012, an ultrasound was performed and thrombus was seen. On the afternoon of (B)(6) 2012, the line was removed and the clot went to an unk destination. On (B)(6) 2012 at 6am, the pt went into v-tach. The pt did recover. There was no delay in treatment and no pt death.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.